Event description:
It was reported that during the left ventricular lead implantation procedure, there was a large aneurysm and the wires may have dissected the coronary sinus. The implantation procedure was completed, the dissection was resolved and there were no patient consequences.